Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was initially progressing well post-op but developed signs of worsening right ventricular dysfunction over the weekend requiring escalation of inotropic support. They remained on high doses of milrinone, epinephrine, and inhaled epoprostenol for right ventricular support and was getting diuresis with a lasix infusion. The patient also had intermittent episodes of non-sustained ventricular tachycardia (vt) and was on intravenous (IV) amiodarone. Log files contained various set speed changes as well as 3 unsustained low flow estimates.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from 04apr2026 through 06apr2026. The file captured three transient low flow events, however none of these events persisted long enough to result in any alarms. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient was ultimately transplanted on (B)(6) 2026. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, right heart failure, hemolysis, and thromboembolism (venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. This section (under ¿anticoagulation¿) also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2026, it was noted the international normalized ratio (inr) was 1.5 and remained there until on (B)(6) 2026. It was also noted on (B)(6) 2026 at a speed of 5000 the aortic valve (av) did not open. On (B)(6) 2026, the patient had non-sustained ventricular tachycardia (vt) and intravenous (IV) amio was started. A transesophageal echocardiogram (tee) showed av was still not opening and rv function was moderately reduced (inr 1/3). On (B)(6) 2026, the patient had low flow alarms with hypotension and worsening rv failure. The speed was later increased to 5400, then dropped to 5200 after concerns of suction, then increased again to 5400. On (B)(6) 2026, the speed dropped to 5200. The rv function was mod-severely reduced and av continued to not open. Inr was 2.0, and lactate dehydrogenase (ldh) was 667. On (B)(6) 2026, speed dropped to 5100 rpm and later to 5000. Ldh was 892 and right heart catheterization (rhc) showed right atrial pressure 18, pulmonary capillary wedge pressure (pcwp) 15, cardiac output and input 3.6/2.0, and pulmonary artery pulsatility index (papi) 0.56. On (B)(6) 2026, speed was decreased to 4800, ldh was 954 and the patient was taken to operating room for emergent right ventricular assist device (rvad). At the time the tee showed a significant aortic root thrombus which led to right coronary artery (rca) thrombosis and rv failure. On (B)(6) 2026, they were listed for heart transplant and received their transplant on (B)(6) 2026.